Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and cervical/neck. It was reported that the implantable neurostimulator was removed in 2020 as it was no longer working. No further information is known regarding this event.